Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair and abdominal wall reconstruction and mesh was used. It was reported that the patient returned to the surgeon and the surgeon could visually see bowel in the subcutaneous layer. On the third post operative day, the patient underwent a second procedure. The surgeon reported that the sutures had popped along the margin of the mesh. It was reported that the layers of mesh had physically separated. The surgeon then fixated the mesh with suture.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent an open ventral hernia repair and abdominal wall reconstruction and mesh was placed intra abdominally on (B)(4) 2011. On (B)(4) 2011, the symptoms began. During the second procedure the surgeon noticed delamination of the three layers. Currently the patient is fine.